Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of the event is unknown. The date is the date abbott diabetes care became aware of the event.

Event description:
On (B)(6) 2011, a customer reported that approximately 5 months ago, on an unknown date, she received "a reading in the 300s and then a hi reading" on her freestyle lite meter that were higher than she felt. As a result of the "high readings", the customer stated she "blacked out and fell down", sustaining an injury and experiencing a loss of consciousness. The customer self-presented to her physician and reported a diagnosis of hypoglycemia and treatment with glucose. No readings were provided from the physician's office. The customer reported self-treatment with "gabapentin 400 mg capsule". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.